Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mobile application shut-off with an alert occurred. No product was provided for evaluation. Data was evaluated and the allegation could not be determined. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.